Manufacturer narrative:
Omit: concomitant med prod data. Additional information: medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of volume discrepancy during methotrexate infusion could not be confirmed as a system malfunction. The suspect pump module was not returned for evaluation, which partially limited the scope of the investigation. However, the suspect pcu was received, evaluated, and functionally tested, with no faults or anomalies observed. Log analysis showed consistent infusion activity and appropriate system response. During the inspection of the suspect devices, relevant findings were observed only in the pcu, as the pump module was not returned for evaluation. The pcu showed corrosion on the iui connectors, physical damage to the casing, presence of a third-party ac power cable, and dry fluid residues. However, none of these findings were considered direct contributors to the reported issue. Functional testing was performed on the suspect pcu using two known good pump modules from the dchu investigation laboratory. Each module was programmed for simulated high-rate infusions (999ml/hr, vtbi 3000ml) using wet sets. Both tests were run simultaneously for 3 hours. No malfunctions or anomalies were observed, confirming proper pcu functionality. The logs from the suspect pcu were retrieved to investigate the reported event. However, the facility did not provide the date and time of the event. A review of the pcu error log did not observe any errors that could have contributed to the reported event. The event log showed activity from 12may2025 at 9:17am, when the pump module began operation with a pvi of 0ml, until on (B)(6) 2025 at 1:32pm, when a final pvi of 3139.88ml was recorded. The infusion programmed on (B)(6) 2025 at 1:49pm involved suspected methotrexate with a drug amount of 3645mg, consistent with the information reported by the facility. The infusion behavior observed in the logs reflects user-driven programming changes throughout the process. The infusion was completed on (B)(6) 2025 at 12:54pm, with a pvi of 3030.27ml, which aligns with the sum of the previously accumulated volume (680.255ml) and the programmed vtbi (2350ml). At 1:49pm, the pump module was programmed for suspected methotrexate with a rate of 100ml/hr, vtbi of 2350ml, and drug amount of 3645mg. At 4:18pm, the first air-in-line alarm occurred with a pvi of 928.955ml, followed by multiple alarms and restarts throughout the infusion. Starting at 11:02am on (B)(6) 2025, the user made several rate changes (from 110ml/hr to 165ml/hr), which accelerated the infusion and led to its early completion at 12:54pm. After the infusion was completed, additional vtbi and rate adjustments were made, including a final rate of 220ml/hr, resulting in a cumulative pvi of 3139.88ml by 1:32pm. The bd alaris user manual v12.1.2 with guardrails, troubleshooting and maintenance guide provides several important safety and operational instructions. To prevent potential free-flow conditions, users are advised to ensure that no extraneous objects (e.g., bedding, tubing, gloves) are caught in the pump module door, and to close the roller clamp before removing the set or opening the door. The manual also emphasizes verifying correct primary and secondary infusion parameters prior to starting the infusion. Proper operation of the system requires familiarity with its features, setup, programming, infusion sets, and accessories. Additionally, incorrect entry of drug amount or diluent volume may result in over-infusion, reinforcing the importance of parameter verification before initiating therapy. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported volume discrepancy during methotrexate infusion could not be definitively determined, as the suspect pump module was not returned for evaluation. However, the suspect pcu was received and evaluated. Functional testing and log analysis showed consistent infusion activity and appropriate device response. No anomalies were identified that would suggest a system fault. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were some volume discrepancies. There was patient involvement but no harm. Bd learned the following through due diligence. The intended rate of infusion was 100ml/hr over 23.5 hours. The infusion was a methotrexate 3645mg, sodium bicarbonate 95meq in d51/4 ns 2380ml chemo infusion. The infusion was programmed via interoperability/barcode scanning. The infusion was longer than expected and the pump had read that 3139.88ml had infused. The rate of infusion had to be doubled at the end of the infusion to accommodate for the extra volume. The medication was hung as a secondary.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there were some volume discrepancies. There was patient involvement but no harm. Bd learned the following through due diligence. The intended rate of infusion was 100ml/hr over 23.5 hours. The infusion was a methotrexate 3645mg, sodium bicarbonate 95meq in d51/4 ns 2380ml chemo infusion. The infusion was programmed via interoperability/barcode scanning. The infusion was longer than expected and the pump had read that 3139.88ml had infused. The rate of infusion had to be doubled at the end of the infusion to accommodate for the extra volume. The medication was hung as a secondary.